Event description:
Reporter indicated a (B)(4) vns computer was not holding a charge. The computer is kept plugged into the wall and charging between uses. The computer will power on, then power off immediately. Attempts for return of the computer are in progress.

Event description:
The vns computer and flashcard were returned on (B)(6) 2013. No anomalies associated with the computer performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.